Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, the complaint of a blank display could not be confirmed or duplicated. Moisture was observed behind the display lens. The audio bolus button cover was lifted but still functioning appropriately. A leak test was performed and failed due to the bolus button leak. A crack in the battery compartment was found below the grip pad to the case seal. The pump was opened to find moisture damage on the display and printed circuit board. Unrelated to the original complaint, the pump powered on to a dim display with reddish text. (B)(4).